Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The analyst noted the guidewire was not returned with the lead, however when using a guidewire sample, it passed through the coil lumen without obstruction.

Event description:
It was reported that during an implant procedure, the guidewire would advance through the left ventricular lead however it would not fully advance to the lead tip and out. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.